Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported after she inserted a tampon the string fell out of the pledget. She immediately manually removed the pledget from her vaginal cavity. She did not experience any adverse health effects and did not seek medical attention.